Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa) and popliteal. The nav6 embolic protection system (eps) was advanced to the target lesion and the filter was deployed. The retrieval catheter was advanced however could not capture the filter; therefore the filter was pulled back into the 7fr sheath and removed from the anatomy. The procedure was completed using additional devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem could not be confirmed as it was based on procedural circumstances, and the retrieval catheter was not returned. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information and analysis of the returned product, it may be possible that the reported retraction problem was due to an excessive embolic load causing difficulty retrieving the filter; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa) and popliteal. The nav6 embolic protection system (eps) was advanced to the target lesion and the filter was deployed. The retrieval catheter was advanced however could not capture the filter; therefore the filter was pulled back into the 7fr sheath and removed from the anatomy. The procedure was completed using additional devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.